Manufacturer narrative:
D4, h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a nephrectomy procedure, the clips did not hold after placing. The first device was used to clip the origin of the left renal artery, in order to treat and cut the renal vein. The first clip was placed on the artery with no issue. When attempting to place two other clips, they did not close properly. A second device was used and when placing two clips near the kidney, one clip did not close. The surgeon decided to place one more clip next to the aorta. At this moment, the initial clip (1st clip / 1st instrument), which seemed to be properly deployed and closed, slid, covering only the two-thirds of the artery circumference. This cut the renal artery. This resulted in massive hemorrhage and a conversion in manual sutures. A blood transfusion was required. The patient received five units of blood. The patient was transferred in the ICU, and remained there for one day. There were no other reported complications.